Event description:
Physician attempted to place stent into proximal portion of the right renal artery. After multiple attempts the stent would not advance. Physician removed the stent catheter. In attempting to remove the stent, the stent became dislodged from the balloon platform. Physician placed a snare into descending aorta and advanced to the stent site. Stent was snared and attempted to remove it through the sheath. While attempting to remove the stent it folded upon itself forming a check mark pattern. After multiple attempts to remove the stent, were unsuccessful, the patient underwent a cut-down procedure to remove the stent/snare/sheath combination. The stent was successfully removed and patient was discharged in satisfactory condition.